Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaints were confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator wasn't delivering oxygen to the pt and the fio2 delivered was inaccurate. There was no harm of injury reported.